Event description:
Procedure type: oophorocystectomy. According to the reporter: after using a morcellator through the trocar, the trocar dislodged from the pt body. Upon reinserting it into the pt cavity, confirmed a part of trocar was broken. Nothing fell into the cavity. The procedure was completed with another. No tissue damage. No bleeding. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
Date initial report sent: 10/21/2008.